Event description:
Per complaint (B)(4), a patient went to the doctor for a clinical procedure to test implant integration and possibly attach overdenture. During the procedure, it was discovered that patient suffered from an infection and bone loss which resulted in the implant being extracted and the site bone grafted.